Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous bladder drainage procedure, the drainage catheter coiled into the wrong position. While placing a flexima drainage catheter into the bladder, the physician cut the suture to remove the suture but it became caught somewhere along the length of the device upon removal. The physician then cut a portion of a catheter and created a "tube" that he slipped over the string and then pulled on it until the suture string released. This dispositioned the catheter, and he stated that it "balled it up" into the kidney. The patient was later brought down to a urologist and the urologist pulled from the end of the catheter to reposition the device correctly. No further patient complications occurred and the patient status is fine.